Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to the sensor insertion site becoming infected. Contact declined to provided any additional information regarding the reported issue.